Event description:
Customer reported that the nurse call connector on unit is intermittent in sending the signal to the nurse station. They have tried different nurse call cables on unit and noticed that when they move the nurse cable, that the connector will work intermittently. There was no patient injury. The customer did not provide date when this was discovered.

Manufacturer narrative:
Evaluation results: evaluation of the returned unit found that the nurse call light turned off at the test fixture when the cable was wiggled and did not come back on during the evaluation. The unit passed all other functional tests. Note: instructions for use state: when using a nurse call cable, ensure the nurse call cable is plugged into both the alarm and the wall jack before leaving the patient unattended. Verify that an alert is received at the nursing station if the cable is unplugged from the wall jack. There will be no alert at the nursing station or at the bedside if the nurse call cable is unplugged from the alarm. (B)(4).